Event description:
According to the op note, this valve was explanted due to regurgitation observed on postop echo. Prior to surgery, the pt had also undergone chest wall hematoma evacuation in or following reversal of anticoagulation. At explant, it was found the "valvular and subvalvular parameters mainly from the posteromedial scallop were impinging in the leaflet opening mechanism". Attempts were also made to rotate the valve & the decision was made to explant the valve. It was replaced with 31mecj-502. A large right clotted hemothorax was also evacuated and the pt was transferred to ICU in stable condition.

Event description:
According to the op report this valve was explanted due to mitral insufficiency caused by severe redundancy of the pt's anterior and posterior mitral valve leaflets. Intraoperatively, leaflet was "directed toward the posterior commissure" and frozen in an open position. Several attempts were made to rotate the valve and the decision was made to explant and replace it with a 31mec-502. The pt was transferred to the ICU in stable condition.